Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedances with current values greater than 125 ohms. Boston scientific technical services (ts) noted it is likely calcification or ionization of the lead tip versus lead fracture. No adverse patient effects were reported.